Event description:
The cardiologist attempted arteritomy closure with a prostar xl 8 fr pvs device. The procedure proceeded without difficulty until the square knot was being tightened around the wire. At that point, hemostasis was lost. An 11 fr sheath followed by a 14 fr sheath was placed with no improvement in the bleeding. The pt was sent for successful vascular repair and was doing fine. The surgeon noted that there was a laceration of the artery, which was presumed to be caused by the knot pusher. The returned device was inspected and found to be in good condition. Reports from the field indicated that the device performed as specified until the square not was being advanced after device removal. The knot pusher was not returned with the device. However, a review of the mfg records for this lot of knot pushers revealed no deviations relevant to this complaint.